Event description:
It was reported that during total hip arthroplasty performed 2005, tip of instrument broke off inside the dome hole of the implant. Tip was not retrieved and remains in the patient. A dome plug was also inserted into the implant prior to the liner component assembly.